Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. The customer's blood glucose level was 70 mg/dl. Customer required assistance with removing the site, and consuming juice. Reportedly, the customer went to the emergency room and was treated with intravenous fluids of saline and glucose to address bg. The customer was discharged from the emergency room 5 hours later on (B)(6) 2021 with no permanent damage. Tandem technical support (cts) performed a system check and determined that the pump functioned as intended. Customer understood and acknowledged pump was operating as intended.